Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood result reading of "hi". I asked customer how she is feeling and the customer stated that she is not feeling well. She is experiencing dehydration, thirst and feeling light-headed. I was able to obtain the last five blood glucose readings in the meters memory: customer stated that the results listed above were performed within the two hours of a meal. I then advised the customer to stop using this meter because of her current symptoms and to seek medical attention. No adverse event reported.